Event description:
The right hip of the patient was revised, as opposed to the left hip.

Event description:
Reason for revision: metallosis, pain, no bony ingrowth on acetabular component.

Event description:
Asr revision; asr xl - left hip; reason(s) for revision: pain; alval/soft tissue reaction; rising levels of cobalt and chromium.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
(B)(4). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Asr revision; asr xl - left; reason(s) for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. This is a duplicate report of 1818910-2014-24432. This report, 1818910-2013-04585, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2014-24432.

Event description:
Update 6 oct 2015: this com has been duplicated by (B)(4) will be voided. All info and attachments from that com will be added to this complaint - to be marked as legal and kid. All missing mw fields and product details will also be added to this com.